Event description:
It was reported that during video-laparoscopic hemi-colectomy, the clips fell out from the device and were malformed. The case was carried out and finished by using another device. No pt consequences were reported.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. Although it is not possible to conclude how the circumstances occurred, it is unk from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation." A batch record review was performed and no anomalies were found during the manufacturing process.